Event description:
The patient reported the last 4 insulin cartridges have had air bubbles appear while filling the cartridges. He stated he primes out the air bubbles and inserts the cartridge into his insulin infusion device but then large air bubbles reappear. He said the insulin is room temperature when he uses it. The patient stated he has had 2 elevated readings over the last week in the 250 mg/dl range. He stated he corrected his readings by bolusing insulin. He said he is currently in his normal range of 70-140 mg/dl but he does have air bubbles in his cartridge. To troubleshoot, the proper procedure for filling and changing the cartridge was reviewed with the patient. It was discovered the patient does not attach the adapter, tubing and cartridge together before inserting into the cartridge compartment. The patient did not require assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.